Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, pimples, and sores under the sensor patch. On (B)(6) 2024, the patient consulted a physician at an urgent care clinic who physically inspected the reaction area and diagnosed the patient with mrsa (methicillin-resistant staphylococcus aureus) (no diagnostic testing) and prescribed two oral antibiotic medications (doxycycline 100 mg and amoxicillin 875 mg, every 12 hours). The patient mentioned she had a fever (unspecified temperature) while she was at the urgent care clinic, but no treatment was provided, and she was discharged home 30 mins later. She started the course of antibiotic treatment the next day. At the time of report, she still had a small lump at the area, but the wound was in the healing phase. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code e2339 ulcer. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).